Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a gauze sponge. The customer reported that he developed a red, itchy rash under the gauze. As a result, the pt notified his doctor, who instructed the pt to apply cortaid cream and also prescription triamcinolone cream to the affected area. The customer reported that the rash went away after 6 days of using the creams and discontinuing use of (B)(4).

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.